Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a there was condensation behind the insulin pump¿s screen and the buttons were not working. The customer stated the insulin pump was exposed to sweat. The customer¿s blood glucose level was around 200 mg/dl. The customer stated they were able to do a bolus correction but the menu was lagging. They had to press the buttons and wait for it to get to the next screen. The customer stated there was crack in the screen and it looked like it had dried out. The customer believed that the insulin pump was dropped. They were stuck on the error screen and could not get out. They had a button error and then a battery out limit alarm. They were advised to observe the time clock for one minute to verify if time advances. The customer stated that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The insulin pump was returned.

Manufacturer narrative:
Act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. No moisture damage on electronics noted. No unexpected battery out limit alarm noted. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.